Event description:
Natus external ventricular drainage (evd) system for cerebrospinal fluid (csf) drain with broken stopcock making it difficult or unable to turn appropriately (buretrol and panel mount stopcocks). The stopcocks are stiff/difficult to turn and have broken with repeated, but standard, use.